Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. (B)(4). The following information concerning the eval of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. The user facility biomed evaluated the device and was not able to reproduce the reported failure, thus was not able to identify a root cause in this alleged event. Per biomed, the device audibly and visually alarmed as intended. On (B)(4) 2013, carefusion sent a letter to the user facility seeking additional information concerning the reported event and the condition of the pt. As of (B)(4) 2013, there has been no response from the user facility. Should additional information become available, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). "Biomed rep reported this problem, he claims this unit was autocycling while on a pt. They claim the unit was autocycling and the breath rate was 143 bpm and there was no audio or visual alarms. This ventilator was taken off the pt and placed on another ventilator, biomed claims there was no harm done to the pt. Biomed claims he is not able to duplicate this problem, unit has visual and audio alarms and the alarms come on when they are supposed to. Informed customer to keep testing this unit and see if he can duplicate this problem and let us know of any additional information provided to him regarding this problem. Customer will keep us informed on this issue." "Ventilator settings; mode - ac, rate - 14, t.v - .58ml's, pf - 85 lpm, peep - 10, flow trig - 1.0 lpm, fio2 - 60%." "Alarms rate - 45, low vte - .32, high vte - .9l, low ve - 3, high ve - 30, low ppeak - 15, high ppeak - 55, low peep - 8, apnea - 20."